Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lsil since (B)(6) 2021. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint problems/ pain (neck, nape, fingers, extended to hands, wrists and now forearms)"), muscular weakness ("less strength in her hands"), fatigue ("heavy recurrent fatigue") and loose tooth ("loosening of the teeth"). In 2017, the patient experienced migraine ("almost daily migraines, even at night"). In 2019, the patient experienced intermenstrual bleeding ("bleeding between periods, returned as haemorrhagic in (B)(6) 2021"). In (B)(6) 2021, the patient experienced ovarian cyst ("cyst on the ovary"). The patient was treated with wearing dental braces. At the time of the report, the back pain, intermenstrual bleeding, arthralgia, muscular weakness, fatigue, migraine and loose tooth had not resolved and the ovarian cyst outcome was unknown. The reporter considered arthralgia, back pain, fatigue, intermenstrual bleeding, loose tooth, migraine, muscular weakness and ovarian cyst to be related to essure. The reporter commented: she was only (B)(6) when it started and not in menopause, nothing justifies all these ailments arisen over time and poisoning her life. She is no longer working and the symptoms are still there and getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Smear cervix - in 2019: normal; in (B)(6) 2021: presence of (B)(6) and (B)(6) ; in (B)(6) 2021: (B)(6) . The study of p16 shows the presence of (B)(6) . Ultrasound ovary - in (B)(6) 2021: cyst on the ovary. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-dec-2021. The most recent information was received on 24-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lsil since (B)(6) 2021. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint problems/ pain (neck, nape, fingers, extended to hands, wrists and now forearms)"), muscular weakness ("less strength in her hands"), fatigue ("heavy recurrent fatigue") and loose tooth ("loosening of the teeth"). In 2017, the patient experienced migraine ("almost daily migraines, even at night"). In 2019, the patient experienced intermenstrual bleeding ("bleeding between periods, returned as haemorrhagic in (B)(6) 2021"). In (B)(6) 2021, the patient experienced ovarian cyst ("cyst on the ovary"). The patient was treated with wearing dental braces. At the time of the report, the back pain, intermenstrual bleeding, arthralgia, muscular weakness, fatigue, migraine and loose tooth had not resolved and the ovarian cyst outcome was unknown. The reporter considered arthralgia, back pain, fatigue, intermenstrual bleeding, loose tooth, migraine, muscular weakness and ovarian cyst to be related to essure. The reporter commented: she was only 45 when it started and not in menopause, nothing justifies all these ailments arisen over time and poisoning her life. She is no longer working and the symptoms are still there and getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Smear cervix - in 2019: normal; in (B)(6) 2021: presence of condylomatous viral lesion and oncogenic human papilloma virus (hpv); in (B)(6) 2021: low-grade squamous intra-epithelial lesion (lsil) with positive hpv. The study of p16 shows the presence of oncogenic hpv. Ultrasound ovary - in (B)(6) 2021: cyst on the ovary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 24-dec-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lsil since (B)(6) 2021. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint problems/ pain (neck, nape, fingers, extended to hands, wrists and now forearms)"), muscular weakness ("less strength in her hands"), fatigue ("heavy recurrent fatigue") and loose tooth ("loosening of the teeth"). In 2017, the patient experienced migraine ("almost daily migraines, even at night"). In 2019, the patient experienced intermenstrual bleeding ("bleeding between periods, returned as haemorrhagic in (B)(6) 2021"). In (B)(6) 2021, the patient experienced ovarian cyst ("cyst on the ovary"). The patient was treated with wearing dental braces. At the time of the report, the back pain, intermenstrual bleeding, arthralgia, muscular weakness, fatigue, migraine and loose tooth had not resolved and the ovarian cyst outcome was unknown. The reporter considered arthralgia, back pain, fatigue, intermenstrual bleeding, loose tooth, migraine, muscular weakness and ovarian cyst to be related to essure. The reporter commented: she was only (B)(6) when it started and not in menopause, nothing justifies all these ailments arisen over time and poisoning her life. She is no longer working and the symptoms are still there and getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Smear cervix - in 2019: normal; in (B)(6) 2021: presence of (B)(6) and (B)(6) ; in (B)(6) 2021: (B)(6) . The study of p16 shows the presence of (B)(6) . Ultrasound ovary - in (B)(6) 2021: cyst on the ovary. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.